Event description:
It was reported that during an ileostomy closure. The surgeon was using the device. They were unable to close and unable to fire. There were unformed staples unto the bowel tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 6/25/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the position of the firing knobs during closure? Did the device lock out? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. Additional information was requested, and the following was obtained: what was the position of the firing knobs during closure? Did the device lock out? I was not in the case when this happened, so I can not be certain, but from listening to the surgeon and the tech¿s description, it sounds like it was a lockout to me. I suspect the firing knobs got bumped out of place during loading or handoff, but didn¿t witness it. I was not in the case when this happened, so I can not confirm 100%. The same issue happened with the second stapler they opened after the first didn¿t work, so I suspect user error leading to lockout, but that¿s just my theory since I didn¿t witness. I suspect the firing knobs got bumped out of place during loading or handoff, but can¿t confirm.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch #158d09. Corrected data d4: UDI#. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damage and with a glcr80b reload loaded in the device. The reload had 13 proximal double drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The swing tab in locked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. The reload was reset and the device was tested for functionality and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event of would not fire was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instructions for use for more information. The event of would not close could not be confirmed as the device opened and closed without any difficulties. The event of malformed staples could not be confirmed as no malformed staples were observed during the test firing. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 158d09, and no non-conformances were identified.